Manufacturer narrative:
The lead was explanted due to an unspecified issue. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted. The rv lead was not used and replaced with new rv lead during the procedure. The replacement rv lead was subsequently explanted due to an unspecified issue. Patient status was not reported.